Event description:
The customer reported that the insulin pump had unresponsive button and a frozen screen. The customer stated that all the icons are visible. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of corroded keypad traces. Further testing was not performed due to the frozen display and unresponsive buttons.